Manufacturer narrative:
(B)(4). This complaint for getting infused with air was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services (gts) and stated she is getting infused with air. The hc unit was operational. There was patient involvement; however, no patient injury or medical intervention was reported.